Event description:
Boston scientific has become aware of the following event: the physician reported the lesion being treated was 90% of stenosed and calcified in lad. The catheter was used for imaging after pre-dilatation and post-cypher deployment. When the catheter was attempted to withdraw, it was caught to the stent and stuck. It was unable to withdraw with many attempts. The guidewire was removed first, the inner core was withdrawn and the guidewire was inserted. The catheter was managed to be withdrawn. The pt is reported to be doing well at this time.

Manufacturer narrative:
A review of the device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specifications. One similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. Kinks were observed at sheath assembly 43.0cm and 46.6cm from femoral marker at the distal side. The guidewire that was used during procedure was not returned. The guidewire exit port was lifted 0.5mm long and ripped 1.0mm long. A guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter. Male/female luer connection was detached and the imaging core was outside the sheath assembly when received. The imaging core was inserting back through the sheath assembly, but cannot go through inside due to the kink at sheath assembly. During image characterization testing, no image appeared in the systems due to open at distal. Root cause for stuck in stent has not been determined. CAPA has been opened to further investigate and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. The root cause of the damage to the guide wire exit port is most probably the catheter becoming stuck in stent. Root cause of kinks cannot be determined. The m/f luer connection was disconnected, as the event description states, in order to insert a guidewire into the lumen of the imaging catheter. This is the method used to attempt to free the catheter from the stent. No image appeared in the systems due to a loss of electrical connection to the transducer. The root cause for this loss of connection is undetermined.